Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device did not seem to be working. The recharger was not charging properly. When they tried to reposition the antenna, nothing would happen. Further follow-up is being conducted to clarify the reported issues, to determine if any symptoms were experienced and what troubleshooting, actions, or interventions were taken to resolve the issues. If additional information is received, a follow-up report will be sent.